Event description:
Patient pulled out tube and the catheter broke off at pigtail. The fact the catheter broke is alarming to the md's and nurses because the patients pull out tubes all the time.

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history was conducted and showed the following lots had been shipped to the complainant: 924827, 929060, 930986, 934831, 934832, and 934840. The possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter returned is 27cm in length. Approx 2 cm of the catheter is missing. The tip is broken off. The break is at one of the drill holes. The break is jagged. The break is not at the suture wire hole. The catheter is not discolored. The catheter shaft material is flexible. Conclusion: the complainant investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned sample, it was clear the tip had broke off. Based on the info provided, it appears as if the catheter break was caused from the patient pulling out the catheter. Pulling out a catheter with a locked pigtail can lead to a catheter break. The total abscession drainage catheter is designed for percutaneous drainage of fluids and is not indicated for direct contact with the heart, central circulatory system or the central nervous system. The review of the mfg records verified the possible lots were manufactured and released to specification. The instructions for use state the following indications to help avoid this complaint type from occurring: "warnings: do not use this catheter as a delivery system for nutritional supplements.", "do not use this catheter with alcohol.", "where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. The physician should evaluate the catheter on or before 90 days post-placement." This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is no greater than usual.